Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in china. (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the cap on tip slipped off and feel to ground. The cap was noted to be cracked as well. There was no patient impact or surgical delay. Diligence is complete.